Event description:
On 31 july 2025, it was reported by a sales representative via email that an ar-12990, knee scorpion was reported to have broken during use. This occurred on (B)(6) 2025 during a meniscal repair. It was reported that the knee scorpion jaw broke in the joint when trying to take a bite of the medial meniscal root. The case was completed successfully by removal of broken piece. Surgeon decided to debride instead of repair. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the evidence provided. After reviewing the available information ¿ including the returned device (if applicable), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported issue. The submitted photographs show that the ar-12990 instrument has a broken moving jaw. The most probable cause of this failure is user error, specifically prying or leveraging the device with excessive force. Per dfu-0255-eo, revision 5; section j, 2-7 (cautions): do not impact or subject instruments to blunt force. Use arthrex instruments only for their intended purpose; manipulating soft tissue or bone with an instrument not designed for that use may cause damage. Handle instruments with adjustable components carefully; overtightening or rough handling can damage locking mechanisms. Internal polymer components may weaken after repeated autoclaving. Do not use an instrument intended for a specific implant with a different implant. Flexion of the joint while the instrument is positioned may result in bending or breakage. Do not overstress the device or use it to pry tissue.